Manufacturer narrative:
Technician found the brake caster supports were broken. The brake casters were damaged and one steering brake caster was broken. The technician replaced the brake supports and brake casters to resolve the issue.

Event description:
Technician alleged that the brakes are not holding. No one was hurt or injured.